Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting crosstalk oversensing on the ventricular channel that resulted in pacing inhibition. It was also reported that undersensing of the r waves led to ventricular pacing being delivered on the t wave, inducing the patient into ventricular fibrillation (vf) episode. Boston scientific technical services (ts) was consulted and offered reprogramming options. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) is exhibiting crosstalk oversensing on the ventricular channel that resulted in pacing inhibition. It was also reported that undersensing of the r waves led to ventricular pacing being delivered on the t wave, inducing the patient into ventricular fibrillation (vf) episode. Boston scientific technical services (ts) was consulted and offered reprogramming options. No additional adverse patient effects were reported. Further information was received that this device was explanted due to normal battery depletion (nbd).